Event description:
On 5/7/25, a customer reported to hologic receiving discrepant results using the aptima hpv (human papillomavirus) assay master lot 908328 on the panther instrument sn# (B)(6). Sample ID # (B)(6) was part of a cluster and initially resulted hpv positive (hpv worklist not provided). Per the customer¿s lab sop, if there is a cluster of three hpv positives containing results with an s/co (signal-to-cutoff) value < 5, the samples with s/co<5 will be retested, and the retested result will be reported out. Upon retest, sample ID # (B)(6) resulted hpv negative, and this result was reported out. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.

Manufacturer narrative:
Hologic technical support (ts) reviewed available logs for retest worklist 003413-20250305-17 and noted no hardware, software or contamination issues. Ts indicated that the issue was most likely due to low target or sample mishandling. Hologic completed a risk assessment. There is no product impact. Hologic has not learned of any adverse patient outcomes due to this event.